Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's caretaker reported that when touching the ok button on the cycler in order to bypass from drain 0 to fill 1, the user felt an electrical shock. Subsequent to the shock, the cycler screen was unresponsive. The user attempted pressing my settings and my records on the cycler, but the screen remained unresponsive. Technical support advised the user to reboot the cycler. The user was then able to utilize the screen successfully. Upon follow up with the patient's nurse, it was reported that the patient contact had notified the nurse that the cycler made a pop sound. The nurse had advised the contact to call technical support. The patient experienced no injury or adverse event in relation to this event and is currently completing treatments successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's caretaker reported that when touching the ok button on the cycler in order to bypass from drain 0 to fill 1, the user felt an electrical shock. Subsequent to the shock, the cycler screen was unresponsive. The user attempted pressing my settings and my records on the cycler, but the screen remained unresponsive. Technical support advised the user to reboot the cycler. The user was then able to utilize the screen successfully. Upon follow up with the patient's nurse, it was reported that the patient contact had notified the nurse that the cycler made a pop sound. The nurse had advised the contact to call technical support. The patient experienced no injury or adverse event in relation to this event and is currently completing treatments successfully.